Event description:
It was reported that there had been erosion followed by an infection which had required an explant that had occurred on (B)(6) 2015. No diagnostic testing or troubleshooting was performed. There was no alleged product issue. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3389s-40, lot# v939081, implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered and the patient did not have meningitis. The primary location of the infection was the chest and there were visual signs and symptoms of infection. The infection resolved with explant.